Event description:
It was reported that during a coronary stenting treatment procedure, a deflation issue occurred. Access was obtained through the right femoral artery. The 4.x8mm, 80% stenotic lesion was located in the non-tortuous and non-calcified proximal left anterior descending artery. The physician deployed a 4x8mm promus element stent. It was then observed that the balloon did not deflate properly. The physician was unable to get the balloon back into the guide catheter and it was very difficult withdrawing the stent delivery system. The procedure was completed with this device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).